Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer's blood glucose was 33.4 mmol/l, which was treated with manual injection. Troubleshooting was performed with the insulin pump. It was stated that bleeding at the site had ceased. During the fill tubing process, the customer heard a tapered tone at the end and insulin exited the tubing. The programming and settings appeared to be fine. No anomalies were found in the insulin pump history. The high pressure test was performed and passed. Insulin exited the tubing during a 5 unit prime. There was no resistance when a plunger was used with the reservoir. The customer was inserting on the front of his leg. Other insertion sites were recommended with the infusion set, as well as use of a shorter cannula. The customer inserted a new set on his abdomen. Nothing further was reported.